Event description:
The customer called philips to report that their mp2 bedside monitor had a speaker malfunction and was not producing sound at all. Device was not in used at time of event and no adverse event has been reported.